Manufacturer narrative:
Section a: patient information was not provided. Manufacturer's investigation conclusion: the reported event of the white plastic guiding tab breaking off the backup battery ribbon cable was confirmed via the submitted photos. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the backup system controller had the out of box issue of the plastic guiding tab breaking off when the perfusionist connected the backup battery to the ribbon cable. The controller would not be returned. The submitted photos confirmed the white plastic guiding tab damage. The observed damage does not prevent the ribbon cable from being inserted in the battery. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A manufacturing analysis task was initiated to address this issue of the guiding tab falling off the backup battery ribbon cable. It was determined that the issue was due to the manufacturing process of applying adhesive to the guiding tab. A quality alert and an awareness training was issued at the supplier¿s production facility, and the manufacturing process was updated for applying the adhesive. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook (rev. A), section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU ( rev. D), section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6) 2025. The backup battery had an out of box defect on the cable ribbon on the backup controller. It was said that the arrow symbol item that goes over the cable ribbon for the backup battery popped off when the perfusionist connected the cable ribbon to the backup battery. The backup controller was given to the patient.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.